Event description:
Additional information was received. Hcp reported pump and catheter explanted/replaced. Pump was replaced due to upcoming eri date. MRI/xray, catheter dye study and drug dose adjustment were performed. A catheter break was reported. Catheter had 2 holes in it. Increased spasticity reported as symptom. The patient required hospitalization. Patient outcome reported as non-serious injury/illness. System used to deliver gablofen. Unknown if devices were returned to the company for analysis. If additional information becomes available a report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) programmed the patient's pump from flex to simple continuous infusion because the patient had increased spasticity for a month and a half and back pain. The hcp indicated that the flex total daily dose was 1589.2mcg/day and when she entered that for simple continuous it rounded to 1588.6mcg/day. The patient asked if he should expect more spasticity after the update but it was stated that 'it could go either way, he may be more loose.' The previous basal rate was 46.1mcg/hr and was 66mcg/hr following the update. It was also reported that a dye study was performed on the wednesday prior to the report which showed a 'small leak' in the catheter. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.